Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that the patient experienced heart block, stroke, hypotension and hypertension. It was mentioned that versacross access solution was selected for pulse field ablation procedure. During the procedure, while the physician was trying to bring the fixed curve system into view on intracardiac echo for transseptal visualization, the device bumped the av node and the patient went into third degree heart block. The patient was transcutaneously paced until the cs catheter was brought into the right ventricle, then they paced with this catheter for about 15 minutes. After 15 minutes, pacing rate was turned down and the patient's intrinsic conduction had returned. At this point, the patient's blood pressure had dropped to 65/40, and anesthesia used neo medication to stabilize the patient's pressure at around 110. There were no further complications during the procedure and the physician completed the pfa procedure successfully. The patient was transferred to the pacu (post-anesthesia care unit) and was extubated. The patient was awake and fully answered questions related to pain, nausea and discomfort (all of which were negative). About 15 to 20 minutes later, the patient was transferred from the pacu to the pru (physician response unit) in the cardiac catheter lab. During transport the patient became unresponsive. When arrived in the pru, patient's pressure was 153/90, and was completely unresponsive to painful stimuli. The patient's blood pressure continued to rise to about 200. A "stroke alert" was called. The patient was transferred to the ed and a computed tomography scan of the brain with contrast was done. A very large, right-sided hemorrhagic infarct with midline shift was found. The last known patient status was unresponsive and awaiting a decision from the neurosurgical intervention team.